Event description:
Daughter alleged while her mother (consumer) was sitting on the rollator, the front right side leg allegedly bent, then cracked, allegedly causing the consumer to fall. Injury is alleged.